Event description:
The pt reported insulin leaked into the cartridge compartment of the infusion device and she experienced elevated blood glucose (value not provided) as a result. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device and related accessories were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.